Manufacturer narrative:
Qc results were high at the time of the event. Qc recovered 145 mmol/l on this instrument and 121 mmol/l on the other instrument. Bci field service engineer (fse) replaced the sodium (na) and chloride (cl) electrode tips and cleared an obstruction from the electrolyte injection cup (eic). The fse verified the instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated sodium (na) results generated by unicel dxc 800 pro synchron clinical system for two patients. The results were not reported out of the laboratory. Subsequent testing on an alternate instrument produced lower results, which were reported out of the laboratory. There was no effect to the patients or user.